Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. During troubleshooting, tandem technical support helped the customer to clear the alarms and the customer continued to use the pump for insulin therapy.